Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a torque limiting shaft tip broke. Removal of the broken tip caused significant delay in the surgery.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The distal tip of the device was twisted at the hexalobe in a manner consistent with torsional overload in the clockwise direction. Compounding stresses, introduced over the life of the instrument, may have contributed to the failure.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a torque limiting shaft tip broke. Removal of the broken tip caused significant delay in the surgery.